Manufacturer narrative:
The lot number of the device involved in this event was not provided, so the device history record could not be reviewed. The reporting hospital indicated their internal policy did not allow them to return the device to kimberly-clark for investigation, so four representatives from kimberly-clark traveled to the facility to evaluate the device involved in this incident. Visual inspection of the presented device found that the device cuff was slightly inflated with air and contained a small volume of condensation. The proximal sleeve of the cuff was shifted approximately 1.5 inches from its intended original position along the tube, while the distal sleeve remained secured to the tube. The inflation valve was evaluated and functioned properly. The cuff was filled with 7 ml of air and found to maintain pressure after squeezing with firm pressure. Based on the evaluation, the failure of the balloon to "hold air" was likely attributable to the distal end of the cuff sleeve shifting along the tube. No other conclusions could be drawn without performing destructive testing on the product, and the facility's risk management has not authorized release of the product for destructive testing. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, patient was intubated for progressive acute hypoxic respiratory failure. On (B)(6) 2011, respiratory therapist noted et tube failed to hold volume. Therapist attempted to add air to the et tube cuff but it would not hold air. Patient was losing volume on ventilator. Pulmonologist was notified. Suspect device was removed by pulmonologist and patient was reintubated with another et tube. There were no apparent complications during the exchange of et tubes. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).